Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-10114. Investigation is ongoing.

Manufacturer narrative:
The certitude delivery system was returned with the valve crimped on the inflation balloon and inserted through the loader assembly. During visual inspection a guidewire was inserted and resistance was met approximately 17¿ from the nose tip. No kink was observed on the steering tube. When inflating the balloon, leakage was noted from both ends of the guidewire. An x-ray was performed on the handle and found no abnormalities. Additionally, an x-ray was performed on the shaft and a kink was found on the guidewire lumen. Functional testing was performed and when flushing the guidewire lumen leakage was observed from the balloon port. When inflating through the balloon port, leakage was observed from on both distal end and proximal ends. When dye was placed through the balloon port, dye would exit from the guidewire port prior to reaching the balloon indicative of a leak within the shaft that could be a result of the z-kink. No fluid was leaking within the handle mechanism. Uv light was shown on the y connector with adhesive confirmed to be intact. Dimensional analysis was also performed. The inner diameter of the guidewire shaft was taken distal and proximal to the kink. The inner diameter met specifications. During manufacturing of the certitude delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed and none of the work orders revealed any issues that may have contributed to the reported event. A lot history review revealed no similar complaints. A complaint history review from december 2018 to november 2019 revealed additional returned complaints for the certitude delivery system for the complaint codes. Four complaints had confirmed z-kinks in the guidewire lumen inside the steering tube. The investigations of these complaints did not reveal any indication that a manufacturing nonconformance was the cause of the complaints. Available information suggested that sub-optimal technique during preparation could lead to this issue. There was one other complaint for ¿leakage¿ but it is still under investigation. The november 2019 occurrence rate for both codes did not exceed the control limits for the trend categories. A review of the IFU, prepping manual, and training manual were performed. The device and all components are to be visually inspected for damage. When preparing delivery system, use your thumb and forefinger to secure the qualcrimp crimping accessory before removing. Remove crimp stopper by firmly holding the base of the crimp stopper and twisting in a clockwise motion. Prepare the crimper rotate the crimper handle until aperture is fully opened. Attach 2-piece crimp stopper to base of crimper and click into place (crimper will not function until crimp stopper is snapped in place). Take care to not bend the balloon catheter and ensure the loop of the stylet remains away from the tapered tip throughout the preparation. Unscrew the loader cap from the loader and flush the loader cap with heparinized saline. Place the loader cap onto the delivery system black cap oriented towards handle (proximal end) of the delivery system. When preparing to mount and crimp thv on delivery system verify the thv is still centered between the internal shoulders and fully inside the loader. The implanting physician must verify correct orientation of the thv prior to its implantation. Remove stylet from the tapered tip and gently flush the guidewire lumen. No IFU/training deficiencies were noted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for resistance with guidewire was confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. A review of the complaint history revealed that sub-optimal technique during preparation could lead to the type of z-kink observed on the guidewire lumen. A CAPA was initiated in response to a previous complaint to investigate this failure mode and initiate corrective and preventive activities. As part of the investigation, a replication engineering study was performed to recreate the complaint event. It was found that manipulation of the steering tube during insertion of the stylet could result in the creation of a z-kink in the guidewire lumen within the steering tube. This z-kink would then cause resistance when attempting to advance the guidewire through the guidewire lumen. In response to the investigation, corrective actions were taken to update the prepping manual to include specific language to ensure care is taken to not bend the balloon catheter throughout preparation. Based on the results of the effectiveness monitoring, it was shown that the complaint rates related to kinking were reduced to a level that was considered satisfactory product performance in the field. Therefore, the CAPA was closed. The leakage event was also confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Leakage of fluid from both ends of the device are likely due to the z kink. Manipulation of the steering tube during insertion of the stylet could result in the creation of a z-kink in the guidewire lumen within the steering tube. It is likely the z-kink caused a perforation of the guidewire lumen resulting in fluid being able to exit through the balloon port when flushing of the guidewire lumen. Additionally, when an attempt is made to inflate the balloon, it is likely that the fluid is entering the guidewire lumen through the perforation, resulting in fluid exiting through the nose tip and guidewire lumen. As such, based on available information, procedural factors (manipulation during device preparation) likely contributed to the reported events. However, a definitive root cause could not be determined at this time. Since no edwards defects were identified related to the resistance with guidewire, no corrective or preventive action is required at this time. A CAPA was previously initiated to investigate this failure mode and has since been closed. Additional, since no edwards defects were identified in relation to the ¿leakage¿, no corrective or preventive action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, during a transapical tavr procedure, resistance with the guidewire was encountered. There were no problems preparing the delivery system and no difficulty in flushing the wire lumen; however, when the delivery system was inserted over a 0.035 inch stiff wire it became stuck in the middle. The decision was made to exchange the device and a new one was prepared without problem. The second delivery system also got stuck in the middle. An attempt was made outside the body to pass a guidewire through both delivery systems and the event was recreated. A thinner wire of 0.018 inch was used unsuccessfully as well. The physician tried to insert a wire from the handle side but the same event happened. The guidewire always stopped at approximately 10cm distal from the handle. A third device was immediately ordered, prepared, and then the sapien 3 valve was successfully deployed. The amount of bleeding was 200-300ml due to long-lasting placement of the sheath in the apex; however, no transfusion was required. There was no problem in the postoperative course. Pre-decontamination evaluation revealed that when flushing the guidewire lumen, leakage was observed from the balloon port. Additionally, when inflating the balloon, leakage was found from both end of the guidewire lumen.